Manufacturer narrative:
Model number, lot number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, patient information and customer information are unknown since the serial number was unknown. Sus voluntary event report was received. Medwatch: mw5147335.

Event description:
It was reported that during procedure, an abbott implant tool perforated the patient's heart. Cardiac tamponade was noted and a pericardiocentesis was performed. No further patient consequences were noted.